Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they were returned with bio debris in original packaging with the batch number of the complaint on the label. For device one, the t1, t2, and suture were returned off the needle, and the needle assembly is severely bent. For device two, the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, the needle assembly is bent to a 45-degree angle, and he actuator is at the tip of the needle. A functional evaluation was performed on the returned device and found that for device one the actuator will cycle with resistance and must be manipulated to return to the next deployment position. For device two, no functional testing could be conducted since there is damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an endoscope procedure, the second needle of two (2) fast fix was dislodged. T1 was removed with tweezers. The procedure was resumed, after a non significant delay, using an equivalent sn back-up. No further complications were reported.